Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Checked programming. Insuline concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected a quick release and programmed a 3u(u-100) fixed prime with reservoir in pump and insulin exited.